Event description:
Customer reported her adc blood glucose meter had been providing high readings for approximately 10 days prior to contacting customer service. Customer reported that on (B)(6) 2013, at approximately 3:00am, she experienced unspecified hypoglycemic symptoms. Paramedics were called and upon their arrival, customer's glucose was checked and a result of 6 mmol/l was obtained on the hcp meter compared to a reading of 14 mmol/l obtained on the customer's adc blood glucose meter. Customer was diagnosed with hypoglycemia and treated with an unspecified injection (presumed to be glucose). No additional third-party medical treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
(B)(4). The meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500162091) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.